Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the operating room for a scheduled pulse generator change. During the procedure, the left ventricular lead exhibited a loss of capture at maximum output. The physician elected to program the device to rv pacing only. The patient was asymptomatic prior and was doing well post surgery. The patent would continue to be monitored.